Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a total abdominal hysterectomy, cystoscopy and abdominal sacrocolpopexy due to uterovaginal prolapse, cystocele and rectocele. The patient underwent an excision of polypropylene sacrocolpopexy mesh from non closure of apex of vagina with revision of vaginal cuff, midurethral mesh placement and cystoscopy on (B)(6) 2005. The patient underwent bilateral breast reconstruction using tissue expanders on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.